Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. When the right ventricular (rv) lead was being implanted in the right ventricle, the helix was hardly able to be extended. The helix was unable to come out of the tip until after it was rotated over 20 rotations. The lead managed to be implanted, but the capture was inadequate and impedance was high. The lead was pushed through, and the impedance further increased. The lead was attempted to be repositioned, but the helix was unable to extend. The lead was explanted. The lead was noted with thrombus attached on the tip. Some thrombus was removed, but the lead got stuck halfway during the 2nd insertion into the sheath. The lead and sheath were replaced. The procedure was completed without further issue, and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of helix was unable to extend was isolated to the helix being clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.